Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
(B)(4) received advising that during a laparoscopic hysterectomy procedure the metal tip on the curved shears broke off as it was being used on the cervical cuff. The area was explored and all parts were recovered by the physician. It was not reported how the procedure was completed. There were no adverse consequences reported to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysisshould the device be returned for analysis, a supplemental medwatch will be sent